Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2024. On the same day, it was reported that the patient had not performed any fingerstick comparisons the day of the event (did not bring her meter) and did not recall the dexcom reading on the mobile device prior the incident. The patient began experiencing symptoms such as dizziness, shaking, and nearly collapsing the same day the sensor was put on the arm. She reported diabetic coma. Her husband administered her emergency glucose pen and called 911. The bg was 115 mg/dl after treatment while the cgm was 70 mg/dl. She was then transported to the hospital by ambulance, where it was discovered that there was blood inside the sensor. The patient stated that the hospital administered additional glucose. She remained in the hospital for approximately six hours before being discharged. The patient also expressed concern regarding the hospital bills incurred due to the incident and requested to speak with someone about it. The patient was okay during the report. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information was provided on 08/25/2025. It was reported that the information in the initial MDR was also reported via maude report number mw5173504 through mw5173507.

Manufacturer narrative:
(B)(4). B5 describe event or problem - additional. E4 initial report also send to FDA - additional. H2 additional information.